Event description:
A malfunction alarm with code malf 25 was reported by the customer, who confirmed no notable events occurred prior. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Tandem technical support took corrective action by sending a replacement pump and instructing the customer on necessary steps, including storage mode and returning the defective pump. The customer planned to use multiple daily injections (mdi) as backup therapy until the replacement pump was received.